Event description:
It was reported that the rotapro's burr likely contributed to the guidewire fracture. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure in the first diagonal branch of the left anterior descending (lad) artery. Ablation was performed 2 to 3 times at a speed of 180,000 rotations per minute (rpm) for 15 seconds each time. The guidewire was inserted into the lad trunk again, and the rotation speed was adjusted to 160,000 rpm outside the patient's body. At that time, it smelled like something was burning. The guidewire was noted to be broken in the middle. The burr may have been rotating at the guidewire break location. The broken guidewire was removed from the patient's body. Another rotawire was selected for use, but it was unable to pass through the advancer. The annulus of the burr was noted to be not rounded. The advancer was exchanged, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device eval by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, and burr were microscopically examined. Inspection of the device revealed that the annulus of the burr was damaged and not rounded and a portion of the wire was inside the burr. The damage to the annulus is consistent to interaction with the rotawire during rotation. Functional testing was also performed with a test rotawire, as the wire used in the procedure was not returned for analysis with the rotapro. The rotawire was not able to be inserted into the annulus due to the portion of the rotawire still inside the burr. The wire was then inserted into the handshake connection and advanced to the burr; however, stopped in the burr and would not pass due to the portion of the wire still in the burr. As the wire was able to be advanced up to and into the burr, that signifies that a very small portion of the wire was stuck in the burr.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the rotapro's burr likely contributed to the guidewire fracture. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure in the first diagonal branch of the left anterior descending (lad) artery. Ablation was performed 2 to 3 times at a speed of 180,000 rotations per minute (rpm) for 15 seconds each time. The guidewire was inserted into the lad trunk again, and the rotation speed was adjusted to 160,000 rpm outside the patient's body. At that time, it smelled like something was burning. The guidewire was noted to be broken in the middle. The burr may have been rotating at the guidewire break location. The broken guidewire was removed from the patient's body. Another rotawire was selected for use, but it was unable to pass through the advancer. The annulus of the burr was noted to be not rounded. The advancer was exchanged, and the procedure was completed. No patient complications were reported.